Event description:
It was initially reported that during a left hemicolectomy, there was no information available at all. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. Requested and received the following information on 3/12/2010: [sales rep] was able to find out that this device would not fire. Instead of spending time troubleshooting, a new device was grabbed from the staple cart and fired without incident. No adverse patient outcome.

Manufacturer narrative:
(B)(4). Damaged or missing closure link the analysis results showed that one device arrived with the closing mechanism damaged and fully loaded with staples. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the closure link was found damaged. While no conclusion could be reached as to how the closure link became damaged, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. In addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.